Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a fall the patient was not receiving effective therapy due to lead migration. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2024 during which the existing leads were repositioned. During the procedure they were unable to get right side coverage but now its all on the left side only. Patient will be sent to a neurosurgeon for a paddle lead.